Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 3 millimeter inaccuracy, the direction of the inaccuracy was unknown. The surgeon noted that the patient's head moved while the burr hole was being made, after registration was complete. The surgeon opted to continue using navigation and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software investigation completed. Findings are that the patient's head moved while the surgeon was making the burr hole. This would invalidate the registration. Software is functioning as designed. Use error. Per synergy® cranial axiem¿ pocket guide, p/n 9735412 rev 5 pg 32 and synergy® cranial optical pocket guide p/n 9735411 rev 4 pg 33 "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the vertek® articulating arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.